Event description:
A patient reported blood glucose results of "134 mg/dl, with a lifescan meter amd "101 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.